Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019. Manufacturer's product support engineer (pse) evaluated the unit and could not verify the issue. Pse performed a run in test in office and could not reproduce the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had error message of backup alarm failed. Unit was in patient use at the time of the reported event and there was no harm to the patient. Patient was switched to unit of the same model. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR :29jan2019. Although pse could not duplicate the reported issue it was decided that the unit's cpu printed circuit board assembly (pcba) to be replaced due to the reported error remaining in the unit's diagnostic log. Pse replaced the cpu pcba to prevent reoccurrence of the reported error. Unit was tested and ready for service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.